Manufacturer narrative:
The device has been forwarded for investigation however investigation is not yet complete. When investigation is complete the results will be reported within 30 days. Review of DHR for lot 17411527 revealed no anomalies that can be potentially related to the complaint. (B)(4).

Event description:
The contact from the facility reported that during stent assisted coil embolization, the enterprise stent ((B)(4)) could not be advanced via the prowler select plus microcatheter ((B)(4)). The physician withdrew the stent with the microcatheter and used new products to complete the procedure. There was no report of patient injury. There was no significant clinical delay to the procedure due to the issue. Nothing unusual was noted about the system prior to use. An adequate continuous flush was maintained through the catheter. There was no reported difficulty during introduction of the catheter over the guidewire or tracking the catheter to the target site prior to the attempted use of this device. It was verified that the introducer was fully seated and secured in the hub. There were no kinks noted on the catheter before or after the reported difficulty.

Manufacturer narrative:
A non-sterile prowler select plus 150/5cm was received coiled inside of a plastic bag. The device was inspected and no damages or obstructions were noted on it. The micro-catheter was inspected under microscope and no damages were noted on it. The ID and od from the micro-catheter were measured and were found within specification. Hub ID 0.021¿ specification: 0.021" minimum. Distal ID 0.021¿ specification: 0.021" minimum. The received micro catheter was flushed using a lab sample syringe (635-002), after that an enterprise lab sample device was introduced into the micro catheter and was advance until the micro catheter distal tip without any difficulty. A review of the manufacturing documentation associated with this lot 17411527 presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer that the microcatheter obstructed the device was not confirmed during the functional test. Neither the analysis nor the DHR suggest that the failure reported by the customer could be related to the manufacturing process and procedural factors and handling process may contribute to the failure as reported. Therefore no corrective action will be taken at this time.